Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that during troubleshooting for a resolved motor error and a high blood glucose episode of 250 mg/dl, the customer mentioned that in the past, they had an air bubble anomaly in their reservoir. The customer was assisted with air bubble troubleshooting. The customer's blood level during this air bubbles incident was not provided. The customer stated that the air bubbles' approximate size was large. The customer stated they noticed the air bubbles when they checked. The customer also stated that they did everything perfect so no review of handling insulin for reservoir filling was performed. Further troubleshooting was declined and the customer's current reservoir did not have any air bubbles. The product will not be returned for analysis.